Manufacturer narrative:
Customer performed a control solution test and was found to perform within specifications.

Event description:
Customer reports receiving erratic reading. In blood glucose tests, customer received readings of 125, 404, 314 mg/dl and 77 mg/dl within 10 minutes. All tests were proformed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.